Event description:
New information received states that the patient expired during a procedure. The asymptomatic patient was present is an operation room for a generator change due to normal eri/eol. During the procedure, the physician elected to extract the rv lead and replace it with a competitor's products. Midway through the lead extraction, the physician tore the superior vena cava (svc); the patient had to have their chest opened for emergency surgery. Later, it was reported that the patient died on the table. The patient was normal and stable prior to the procedure. Additional information was requested but has not been received. No further information is available at this time.

Event description:
It was reported when an asymptomatic patient presented in the operating room for a fluoroscopic study, externalized conductors were observed. Low voltage lead impedance was also noted on the rv lead. Lead replacement is anticipated but no intervention has been performed. The patient was in stable condition.

Manufacturer narrative:
This supplemental report is needed to add the missing sections from previous report.